Manufacturer narrative:
The manufacturer made numerous attempts to have the device returned for investigation. No further information was provided, and no product was returned. The allegation of a thermal event was not confirmed. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." This device meets all relevant ul and iec standards for flammability. Based on the information available, the manufacturer concludes no further action is necessary.

Event description:
The manufacturer became aware that a user alleges a thermal event occurred to her bi-level continuous positive airway pressure device. An oxygen concentrator was also in use at the time, but there was no involvement to the concentrator. The user unplugged the device and the flame went out. There was no patient harm or injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.